Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
During an atrial fibrillation ablation, a faradrive steerable sheath was selected for use. During procedure, after the sheath was in the left atrium, and before introducing the farawave catheter, a big bubble was noted. During the entire procedure the patient had the coronary sinus catheter in the right ventricular for pacing, and low pressures. At the end it got hemodynamic unstable, and the patient was intubated and a coronarography was performed. The air in the coronary's cleared by itself. The patient was under general anesthesia and could not evaluate any neurological impact. The procedure was completed but the patient was in complete av block needing ventricular pacing the entire procedure. The device is not expected to be returned. It was noted that there was no problem with the faradrive, it was a problem with the line that was irrigating the sheath.